Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed a gradual increase in pacing impedance during the implant procedure and a few days following. The lead was reprogrammed to unipolar with normal impedances. It was suspected that the ring electrode was in contact with scar tissue. The lead remains in service. There were no adverse patient effects reported.